Event description:
It was reported that this patient presented to the emergency room with phrenic nerve stimulation. Device interrogation was unsuccessful as the device was found to be in safety mode. The patient was admitted to the hospital in the intensive care unit and the device was explanted and replaced. Additionally, the atrial lead and right ventricular lead were removed from service due to pacing therapy not being delivered when required. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient presented to the emergency room with phrenic nerve stimulation. Device interrogation was unsuccessful as the device was found to be in safety mode. The patient was admitted to the hospital in the intensive care unit and the device was explanted and replaced. Additionally, the atrial lead and right ventricular lead were removed from service due to pacing therapy not being delivered when required. No additional adverse patient effects were reported.